Manufacturer narrative:
The customer reported that the central nurse's station (cns) will not boot up. According to the customer, the staff heard a clicking sound from the uninterruptible power supply (ups) and then the cns went down. Technical support (ts) had the customer power off the cns and take out port 0 hdd and boot up on only the port 1 hdd. The cns cameback on successfully. Ts then had the customer insert back in port 0 hdd and the cns started rebulding the raid. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6)for patient information: no reply was received. Attempt # 3: on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) will not boot up. According to the customer, the staff heard a clicking sound from the uninterruptible power supply (ups) and then the cns went down. There was no patient injury reported.